Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridges moves "about a hair" during basal delivery. Customer's blood glucose ranged from 270-290 mg/dl. The customer continued using the pump for insulin therapy.